Manufacturer narrative:
Manufacturing site evaluation: device reference code : (B)(4). Device name : collect.no.qas spine anterior stabilis. Investigation: no product at hand. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. The device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. Batch history review is not yet available. In our regular sap system the device quality and manufacturing history records are not available for such old manufacturing dates regarding this manufacturing date. Therefore the DHR will be checked by the responsible manufacturing department at that time. If the review shows any conspicuities, the reportwill be updated and actions will be initiated. There are no similar complaints against the same lot number(s) with this error pattern. There are similar complaints against the same lot number(s). Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Rationale: with the lack of information and due to the fact that neither an article number nor a lot number or a product family was provided, a definitive root cause cannot be determined. No CAPA is necessary.

Event description:
It was reported that there was an issue with collect.no.qas spine anterior stabilis.. According to the customer description, after a total disc replacement (tdr), there was anterior migration of the implant 6 months postoperatively. It was noted that the revision surgery was scheduled for (B)(6) 2020. Additional information was received on 16jun2020, that the surgeon was not able to achieve anterior access to the migrated implant and therefore left the implant intact and locked down with a posterior fusion. Competitor parts, screws, were used to lock down the posterior. Additional information such as the operative report and x-rays are not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatches: 2916714-2020-00219(400474862 ae-qas-sp42). 2916714-2020-00428(400480756 ae-qas-sp42).